Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a 68 year old male patient had a cp pump placed for support due to an st-elevated myocardial infarction. Patient was on multiple resuscitation meds and placed on the cp and ECMO via femorals that had pad. The pump was placed and ischemia occurred. The team placed a fem-fem to support the flow but, this did not resolve. The pump was explanted; however, the patient continued on ECMO support.